Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure on (B)(6) 2011 and suture was used. The suture was used to close the pocket for the implant. Approximately three weeks later, the patient came back to office for follow up exhibiting what appeared to be stitch abscess. The patient was treated with antibiotics, cipro and flagyl, but did not respond and incisions opened up. The patient underwent reoperation for explantation of the breast implants on an unknown date.

Manufacturer narrative:
(B)(4). The patient developed pain, redness, drainage and/or bleeding and opening of the incision site following surgery. No infection noted. (B)(4) wound dehiscence occurred.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2011-01251, medwatch 2210968-2011-01252, medwatch 2210968-2011-01253, and medwatch 2210968-2011-01255. The same patient is represented in each medwatch.